Manufacturer narrative:
Unit alarmed motor error during occlusion test due to faulty fsr (gold). Unable to perform occlusion test, prime/a33 test, excessive no delivery test or verify excessive no delivery alarm due to motor error alarm. Unit passed rewind test, basic occlusion test and displacement test. Motor passed motor test. Unit had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had experienced high blood glucose. The customer's blood glucose was unknown. The product was returned for analysis.